Manufacturer narrative:
E1. Phone number continued: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported "breast hardening", "pain", "stiffness" "breast asymmetry" and "capsular contracture baker grade lll ". Later reported, "edema", "radial folds", "peri-implant collection associated with capsulitis and signs of inflammatory/infectious process", "small lymph nodes", "small focal ruptures of the external capsule". This record is for the right side. Device was explanted.